Event description:
It was reported that bd discardit syringe s2 leaked past the stopper the following information was provided by the initial reporter, translated from french to english: when using the syringe, about 2ml came up at the plunger. No problems with patients or nursing staff. The product is available for collection.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
A device history record review was completed for provided material number 309050 and lot number 2002170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the samples, leakage was observed through the plunger lip component. Although the exact cause could not be determined for the leakage, it most likely resulted from damage in the plunger caused by the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.